Event description:
It was reported that during revision procedure, upon device interrogation, the right atrial (ra) lead was not capturing at max output and both the ra and right ventricular (rv) lead exhibited high capture thresholds. The physician made the decision to replace both leads and the pacemaker as the patient is dependent. No additional adverse patient effects were reported. This pacemaker, ra lead and rv lead will not return as the nurse had already collected the products and discarded them.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.